Manufacturer narrative:
(B)(6). Four 13.50 x 2.4mm flexible passing pins were returned for evaluation. Visual examination of the pins confirmed the reported complaint of breakage. Each pin is broken at its distal tip; additionally the pins are heavily scored adjacent to the break and midpoint of their length. A review of the device history records was performed which confirmed no inconsistencies. A definitive root cause for the breakage could not be determined with confidence, however, may have been related to the patients reported bone quality (hard). There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that four flexible drill passing pins broke during the drilling after they were inserted into the femoral guide. The broken pieces were removed from the surgical site and the procedure was successfully completed with a fifth flexible drill passing pin. The patient's one quality was reported as hard. No patient injury or other complications were reported. Report 3 of 4.